Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a protrusion like a burr was found at the tip of a plunger. It was found when the plunger was pulled out of the patient's eye, and the physician did not notice that when implanting the iol. There was no problem with the set up. The surgery was completed without product replacement. Additional information requested.

Manufacturer narrative:
Only photo was returned. The returned photo shows iol implantation. The iol is implanted in the eye. The plunger is visible outside of the eye. The plunger tip appears to be bent outwards on one side. The root cause is deemed to be manufacturing related (the faulty sub-assembly was supplied by company's vendor in baja). The product did not meet specifications. No nci will be raised. The vendor has been notified of this complaint. The manufacturer internal reference number is: (B)(4).